Event description:
It was reported from the us that during an orthopedic shoulder surgery the broach handle broke, a small piece of metal hit the or floor. The surgeon was broaching a shoulder using the preserve broach. He finished broaching and handed back the broach to the tech and when the tech pulled the trigger to release the broach a small piece of metal came off the broach handle and landed on the floor. It was not being used in the patient at the time. At the completion of the case, the agent looked at the broach handle and figured out that the small metal piece came from the broach handle between the 0 and 10 degree holes on the left side of the broach. The event did not lead to injury of the patient or user, and no parts of a broken device/device fragments fell in the patient. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Rg507778 was received on 3/11/2020. However; was lost during transfer to complaints. This complaint will be investigated as no product returned. Design-related issues: the design of the equinoxe broach handle has been in the field since 2017. Exactech is aware of 5 other similar complaint reports involving this device since its release. Frequency of occurrence ranking scale is very low. However; the bridge feature was removed from the new ergo broach handle design, cn: (B)(4). CAPA (B)(4) has been initiated to address the design changes related to this failure mode. Mfg-related issues: exactech is aware of 1 other complaint involving parts from this manufacturing lot. The device history record (DHR) for this device was reviewed. The DHR review showed that a quantity of (B)(4) units was purchased in 2019 under purchase order (B)(4). Npr 42018 was issued for this lot. The entire lot was initially rejected on 2/21/2019 due to not being able to use a pin gage for inspection as stated in the irrs (qc301-05-01 rev c) line 11. The irrs was revised on dcrtc-19-0185 to remove the requirement for inspecting this dimension as it cannot be inspected on these parts. The devices were dispositioned ¿use as is.¿ however, three of the 53 devices were rejected again for unrelated mating issues and sent to the supplier for rework or replacement. The supplier shipped back three broach handles on 3/28/2019, which were re-inspected accepted on 4/17/2019. Corrective actions are not required because the occurrence rate is ¿very low¿ and the potential risks are captured in the rmr and racr. However, CAPA (B)(4) has been initiated to address the design changes related to this failure mode the most likely underlying cause for this broken broach handle reported could not be determined at the time of this investigation. Contributions of instrument reprocessing and surgical use to the sequence of crack initiation, propagation, and ultimate fracture of the metal bridge could not be determined as the device was not available for evaluation. IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration; corrosion; or rust; excessive component wear; nicks on cutting surfaces; missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. A broken piece of the instrument landed on the or floor after the surgeon had used it and the scrub tech was trying to release the broach. There was no reported patient adverse event. An investigation was conducted; the most likely underlying cause for this broken broach handle reported could not be determined at the time of this investigation. Contributions of instrument reprocessing and surgical use to the sequence of crack initiation, propagation, and ultimate fracture of the metal bridge could not be determined as the device was not available for evaluation.